Manufacturer narrative:
H6 correction: environmental particulates has been changed to particulates internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Sings of clinical use and evidence of blood and charred blood and tissue was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. The cannula was observed to be intact, no visual defects were observed. The white shavings were not returned for evaluation. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula with no physical or visual difficulty. There were no shavings observed after inserting the harvesting device into the cannula. A reference endoscope was also inserted into the cannula until an audible click was heard with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "particulates " was not confirmed but was confirmed for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. White plastic shaving came out of the cannula with the cutting tool. No patient harm. All material was retrieved from patient leg. Case finished with same kit.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. White plastic shaving came out of the cannula with the cutting tool. No patient harm. All material was retrieved from patient leg. Case finished with same kit.